Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering found the device met all specifications. Upon further inspection, engineering found pogo pins that were damaged. The root cause of the information and alarm tones was the damaged pins. Improper connection with device keys will generate alarms. The alarms revealed that the alarms and insufficient seal are associated with user error. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Total thyroidectomy - "several alarms throughout the procedure; primarily check device alarms. Tissue was not being sealed properly. Generator wouldn't activate/recognize a second device that was plugged in (eb030+)." Patient status - unknown.